Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received motor error alarm, and unexpected restart alarms. It was reported that troubleshoot was conducted, but the alarm remained. It was reported that the customer's device would be replaced and returned for analysis.